Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a device replacement procedure due to normal elective replacement indicator (eri). Since the patient was pacemaker dependent, the device was connected to a temporary pacing lead and programmed to voo. When diathermy was used to open the pocket, loss of pacing was observed. It was also noted that during the procedure, multiple attempts were tried to remove the atrial lead from the device header, but they were not successful. Set screw could not be unscrewed with hex wrench. The physician suspected the set screw was over screwed and damaged the atrial port. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of could not untighten the a-setscrew to remove the lead was confirmed in the laboratory. Analysis found that calcified blood was filling the a-setscrew inset. The calcified blood was preventing the wrench from engaging the a-setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset a wrench could be fully inserted into and engage the setscrew inset and untighten the setscrew. The blood most likely came through damage to the septum in the form of a hole punched through it. The device was tested on the bench and no anomalies were found.